Event description:
Curlin medical has learned of a reportable incident from a user facility. The incident involved an over delivery of morphine during use of a curlin electromechanical ambulatory infusion pump. The patient was administered a reversal drug (narcan). Per the complainant, the over delivery was caused by a user programming error; the pump did not malfunction. Per the complaint, the patient was in good condition following the administration of narcan.

Manufacturer narrative:
Per the complainant, the over delivery was caused by a programming error (user error). The complainant stated that the pump functioned as specified (there was no malfunction) and the user facility continues to use the pump for patient therapies. Per the complainant, following the administration of the reversal drug (narcan), the patient was in good condition. A review of the device history record for the pump did not identify any manufacturing problem and confirmed that the device met all specifications upon release for distribution.